Manufacturer narrative:
The medical engineer reported that a 1104 backup alarm failed error occurred while the device was in use on a patient. The manufacturer's product support engineer (pse) evaluated the device, and although the 1104 error code was confirmed in the event log, the pse could not duplicate the alarm while performing a check on the device. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventive measure. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device was presented with a backup alarm failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.